Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open bowel resection procedure the device was fired and cut tissue, but there were no staples. The area was over-sewn to close the hole in the bowel.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: this was the first firing of the device. They were firing on the duodenal loop ileostomy. The staples were deployed but they were malformed in shape. The legs of the staples were almost goal post in shape. The surgeon did not over-sew; the surgeon used a second device to complete the procedure with no patient consequences. The cartridge was disposed of.